Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a connection loss because pairing between the dexcom g7 sensor and the ilet failed, after which the user noted elevated blood glucose above 400 mg/dl and administered 8 units of fiasp via pen without immediate improvement. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included customer support assessment and troubleshooting that identified pairing failure to the ilet and user-reported replacement of the dexcom g7 sensor. Investigation of this case revealed that the ilet was not receiving glucose data due to a pairing failure associated with the continuous glucose sensor, and after the sensor was replaced the ilet indicated glucose values were trending down. It was concluded, based on previously established findings for similar reports, that the cause was user system configuration and connectivity factors related to cgm pairing rather than a malfunction of the ilet.